Manufacturer narrative:
H.6. Investigation: one sample was returned to our manufacturing site for investigation. Enclosed with the returned product was a note indicating that sample was contaminated. Based on safety procedures, contaminated product cannot be handled, therefore we were note able to fully evaluate the product that was provided. As a lot number was unavailable for this incident, a device history record review could not be completed and additional retained samples could not be investigated. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. Based on the available information we are not able to identify a root cause at this time.

Event description:
Material no: 515078; batch no: unknown. It was reported that during use of the bd phaseal¿ optima¿ infusion adapter (c100-o) the facility is noticing a drop of liquid coming out of the side of the blue part of adapter. This occurred on 5 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: "5 incidences of leaking at the infusion adapter. Just notified of them all yesterday. Nurses back prime the line prior to spiking. Once spiked they are noticing a drop of liquid coming out the side of the blue part of the infusion adapter."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no: 515078, batch no: unknown. It was reported that during use of the bd phaseal¿ optima¿ infusion adapter (c100-o) the facility is noticing a drop of liquid coming out of the side of the blue part of adapter. This occurred on 5 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: "5 incidences of leaking at the infusion adapter. Just notified of them all yesterday. Nurses back prime the line prior to spiking. Once spiked they are noticing a drop of liquid coming out the side of the blue part of the infusion adapter."